Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and brim cap, valve, seal, and the dilator are all missing from vizigo. The components could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001194 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab has identified a hemostatice valve separation and a brim cap detachment. It was initially reported by the customer that blood was leaking through the valve and were not able to flush through the side port. The sheath was replaced to resolve the issue. There were no patient consequences reported. The customer¿s report of obstructed and leaking sheath was assessed as not reportable since no physical damages were reported to the sheath and the potential that it could cause or contribute to a death , or serious deterioration to patient¿s health is remote. On 02/07/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿brim cap, valve, seal, and the dilator are all missing. (Were not returned by the customer)¿. These findings were reviewed and assessed as MDR reportable malfunctions since the valve and the brim cap are separated/detached.